Event description:
Approx one year ago, pt was implanted with a titanium vectra plate 1 level and three titanium cervical screws. The three screws have backed out but surgeon noted that there is complete fusion. Surgeon has removed the plate and three screws from pt. This is the 3rd of 4 reports submitted on this event. Two reports were previously submitted including the plate and the 1st of 3 screws. This report documents the 2nd of 3 screws.

Manufacturer narrative:
Partial catalog number provided. Device may either be a 4.0mm or 4.5mm. Info was obtained from device received. Catalog number: complete catalog number unavailable. Possible catalog number. Manufacturer was determined from partial catalog number provided. A 510(k) number was determined from partial catalog number provided. Devices were sent for investigation by the surgeon's office and received by synthes on (B)(4) 2011. Prior to performance of any investigations, pt requested return of devices. Devices were returned to surgeon's office for surgeon to forward to pt.